Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Litigation alleges patient had shedding of metal debris into bloodstream, tissue damage; hip makes audible noises, exhibits a catching sensation; loss if muscle mass and deterioration of soft tissue in hip after asr hip implant.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
Patient fact sheet was received. The part/lot has been updated along with the doi.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 08/26/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/15/14.